Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A replacement cpu circuit board was placed on order. No further problems are anticipated once repairs are affected. An additional report will be generated and submitted if further information become available.

Event description:
It was reported that the system 7700 would not initialize on the first attempt creating delay. There was no adverse patient involvement reported. There was no patient information reported.